Event description:
Following initial implantation, the patient experienced pain from arthrofibrosis and as a result underwent an additional invasive procedure, which involved exchange of the natural patella.